Event description:
Per the clinic. The patient experienced a wound infection and abscess at the implant site. The patient underwent a skin revision surgery on (B)(6) 2022 in order to debride the affected tissue; however, this did not alleviate the problem. The patient experienced inflammation and purulence at implant site and subsequently underwent another revision surgery on (B)(6) 2022. Following this, the device was explanted on (B)(6) 2022 and the patient was treated with topical and oral antibiotics (specific date and duration not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on august 08, 2022.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on october 05, 2022.